Event description:
It was reported that at the end of the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, artefacts were observed on the subcutaneous electrocardiogram (s-ECG). It was possible to reproduce the artefacts by touching the distal electrode. The cause of the artefacts appears to be bubbles despite the correct flush of the dilatator and massage on the electrode. Device therapy was programmed off in the meantime and x-ray will be performed to re-evaluate the situation. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: d4 field unique identifier (UDI) #.

Event description:
It was reported that at the end of the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, artefacts were observed on the subcutaneous electrocardiogram (s-ECG). It was possible to reproduce the artefacts by touching the distal electrode. The cause of the artefacts appears to be bubbles despite the correct flush of the dilatator and massage on the electrode. Device therapy was programmed off in the meantime and x-ray will be performed to re-evaluate the situation. The s-ICD system remains in service. No additional adverse patient effects were reported.